Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient went to emergency room and was subsequently hospitalized on (B)(6) 2024. Highest glucose levels observed were around 600 mg/dl during the event. Patient was having high ketones which was indicated life threatening by the doctor. He took correction bolus via pump to address high blood glucose and got intravenous flids of saline and insulin as hospitalization treatment. Patient was released from the hospital on (B)(6) 2024. No further information available.

Manufacturer narrative:
Initial and final MDR 1891639 - MDR 3003442380-2024-09198 - device 2 of 2.